Event description:
It was reported that the pt's catheter migrated out of the intrathecal placement site at t1-t2 to lower in the spinal canal at t7. The pt's catheter was replaced. The pt recovered without sequela. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4). The catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.